Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were returned - defect found on returned meter - e-2. Reported defect not reproduced on returned strips and control. Product evaluation has been completed. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Defect associated with scar-22-009. Root-cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer called for assistance with performing control test. Walmart representative is calling on behalf of the customer. Control tests performed during call produced result of 89 mg/dl and e-5 (twice). Control test not within acceptable range of 22 -52 mg/dl. Control level one, lot#: 2bc1b54, manufacturer¿s expiration date is 02/29/2024 and open date is 08/05/2022. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 10/24/2023 and open vial date is 08/05/2022.

Manufacturer narrative:
Sections with additional information as of 30-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root-cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.